Event description:
A malfunction alarm was reported with the code "malf 0". There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support on resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the malfunction code reappears, which the customer understood.